Event description:
It was reported that during preparation for a rotational atherectomy intervention procedure, a guidewire break occurred. The 95% stenotic lesion was located in a moderately tortuous and moderate to severely calcified unspecified vessel. The physician wiped down the wire with saline and then attempted to remove the 330 cm rotawire guidewire from the proximal side of the protection hoop and the wire broke. No unusual resistance was met and the guidewire was not kinked. The procedure was completed with another rotawire guidewire. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy intervention procedure, a guidewire break occurred. The 95% stenotic lesion was located in a moderately tortuous and moderate to severely calcified unspecified vessel. The physician wiped down the wire with saline and then attempted to remove the 330cm rotawire guidewire from the proximal side of the protection hoop and the wire broke. No unusual resistance was met and the guidewire was not kinked. The procedure was completed with another rotawire guidewire. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).